Event description:
A customer reported that their freestyle flash meter was showing an error 4 message on the test strip insertion. The customer observed the booklet icon and battery icon displayed on the screen. The meter is exhibiting signs of the memory overwrite malfunction. The customer's meter has been returned and investigations are underway. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.